Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose for over the last month. The customer¿s current blood glucose was 181 mg/dl. Troubleshooting was performed on the insulin pump. The insulin pump¿s programming was accurate. The reservoir was showing more insulin than what was shown on the status screen. It was noted that the bolus wizard was over-bolusing for high blood glucose. They were unable to upload the insulin pump to carelink at the time of the call. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, displacement accuracy test, bolus wizard test, download test due to motor error alarm. Unable to verify over delivery bolus anomaly due to motor error alarm. Insulin pump passed idle current test and run current test. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.